Event description:
It was reported that the pt underwent a revision recently. The reason for the revision was not provided. Add'l info has been requested from the hcp, but was not available as of the date of this report.